Event description:
It was reported that two months after implant the lead showed increased threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and no anomalies were found. The full lead was also returned, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.